Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system has exhibited intermittent high out of range pace impedance measurements on the right ventricular (rv) channel starting over one year ago. The pace impedance measurement trend shows a normal baseline in the 600 ohm to 650 ohm range with high measurement excursions in the 2200 ohm to 2300 ohm range, which is high out of range. The rv lead is not a boston scientific product. Boston scientific technical services (ts) indicated that there was no noise observed and the patient has received appropriate device anti-tachycardia pacing (atp) and shock therapy. Ts indicated the impedance excursions were possibly due to a device header spring contact issue and discussed options the healthcare provider (hcp), including troubleshooting to try to reproduce noise or continued monitoring. The hcp indicated they are going to continue to monitor because all device therapy has been appropriate. The products remain in-service. No patient symptoms or adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system has exhibited intermittent high out of range pace impedance measurements on the right ventricular (rv) channel starting over one year ago. The pace impedance measurement trend shows a normal baseline in the 600 ohm to 650 ohm range with high measurement excursions in the 2200 ohm to 2300 ohm range, which is high out of range. The rv lead is not a boston scientific product. Boston scientific technical services (ts) indicated that there was no noise observed and the patient has received appropriate device anti-tachycardia pacing (atp) and shock therapy. Ts indicated the impedance excursions were possibly due to a device header spring contact issue and discussed options the healthcare provider (hcp), including troubleshooting to try to reproduce noise or continued monitoring. The hcp indicated they are going to continue to monitor because all device therapy has been appropriate. The products remain in-service. No patient symptoms or adverse patient effects were reported.